Event description:
It was reported that the right atrial lead exhibited noise. The noise was not reproducible and the patient experienced no symptoms as a result of the noise. No intervention was reported. No further information was available.

Manufacturer narrative:
.